Manufacturer narrative:
(B)(4). Upon follow-up with the patient on (B)(6) 2010, it was confirmed there was no patient injury or medical intervention associated with the incident. This complaint for a system error 2240 was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient failing to properly disconnect the patient line from the transfer set during therapy. A batch review was not performed due to unknown lot number. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 2. The home patient had disconnected and then reconnected, so was connected at the time of the alarm. The patient would start over again using new supplies or manual supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.